Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported going into a coma and being hospitalized with a low blood glucose reading of 32 mg/dl. The customer was unable to give any details regarding the event. The customer also reported going into another coma three weeks ago, but he was not hospitalized. Nothing further was reported.